Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). The event was confirmed with photographs received of the liner. Visual evaluation identified that a portion of the elevated rim was deformed inwards. No further evaluation could be performed with the images provided. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation identified damage on the elevated rim feature, scallops, and locking tabs. The liner has been deformed inwards. No other damages were noted and no further evaluation is possible with the returned product. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05254.

Event description:
It was reported during initial hip joint arthroplasty surgery, the liner did not seat properly into the cup and was damaged. An alternate liner was used. Attempts have been made and additional information on the reported event is unavailable at this time.